Event description:
Customer's mother reported via phone, the doctor sent the customer to the emergency room. Customer anxiety is the first sign she is going into diabetic ketoacidosis. Customer has been in pain and didn't reconnect to the infusion set which caused her blood glucose to go high. Customer's blood glucose was in the 300 to 400 mg/dl range. Customer was treated with fluids at the hospital. Customer's mother didn't agree to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.